Manufacturer narrative:
Based on the received information from the field, the recipient's hearing perception was not satisfactory. However, after re-programming the hearing perception was reportedly better. Therefore, the cause for the reported issue seems to be related to inadequate programming adjustments. The device remains implanted and in use. This is a final report.

Event description:
Hearing performance with the device was affected. The sound quality has always been poor since activation. The device was programmed for ssd, but the user has chl. After re-programming the user reported improved sound quality. As of the appointment, the patient is doing well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The sound quality has always been poor since activation.